Manufacturer narrative:
Final device analysis was not complete as of the date of this report. A f/u report will be submitted when the device analysis is complete.

Event description:
The device was returned to the manufacturer with no information or reason for the removal. Additional information received indicated the pump and catheter were explanted due to infection. No other patient symptoms or treatments were reported. The drug used in the pump was morphine 10 mg/ml at a dose of 0.799 mg/day. The patient recovered without sequela.